Event description:
It was reported that during a cranial procedure the perforator bit tore the dura. It was also reported that there was no damage to the brain tissue; the dura was sutured during the procedure. It was further reported that the procedure was delayed 90 minutes as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for eval. The device was visually compared to the print and inspected for mfg defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.